Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09359. The patient has two scs systems. The patient is implanted with two percutaneous leads (from different lots) for the peripheral system. It has been reported the patient started to feel a burning sensation at the shoulder area near the lead site after heavy lifting. X-rays revealed the leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.